Manufacturer narrative:
Approximate age of device ¿ 4 years, 10 months and 16 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the pump was exchanged for lvad suspected thrombosis and a percutaneous lead (driveline) infection. The pump will be returned for analysis. No further information was provided.

Manufacturer narrative:
Evaluation of the device confirmed the presence of thrombus. A correlation between the device and the reported infection could not be conclusively determined through this evaluation. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a deposition seated on the rotor blade towards the proximal end of the rotor. There was no evidence of lamination or denaturing to indicate that it formed at this location or was present in the pump while it was operating. Another deposition was observed loosely seated within the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined. The observed depositions could not be correlated to the reported infection. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis and infection as adverse events that may be associated with the use of the hmii lvas. It explains indications of thrombus and potentially affected pump parameters, as well as how to respond to such an event. The IFU outlines recommended anticoagulation therapy and inr range, as well as includes information regarding how to prevent infection and how to care for the driveline exit site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.